Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device implant procedure, it was noted that the new device showed eri when it was pre-programmed. The battery status displayed 69% remaining battery to eri. In addition, both the ventricular and atrial channels showed a lot of 'vs' and 'as' just like noise. The device also showed that there was noise in both channels. Device was not used and was replaced. Patient¿s condition was stable.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.